Manufacturer narrative:
A sample device was not returned for analysis. The root cause is deemed to be manufacturing related. Incorrectly labelled product was released, internal investigation was raised as part of this investigation. Based on the results from the product history record, the products met release criteria. Investigation has been completed based on current information. This incident was escalated as per procedure. There have been 13 other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following a cataract extraction with intraocular lens (iol) implant procedure, he detected a refractive difference of 6 diopters and the patient underwent a new biometry. The iol was explanted and again implanted with a new lens, and then the refractive results were satisfactory. The hcp assumed that it was a case of mislabeling. Additional information has been requested and received stated that the patient experienced refractive surprise 7 days later. The iol was mislabeled.

Manufacturer narrative:
On initial MDR missed to report the outcome of ¿malfunction¿ corrected information provided in b.2. The manufacturer internal reference number is: (B)(4).